Manufacturer narrative:
Following return and completion of laboratory analysis, this event will be further updated.

Event description:
It was reported that the patient with this presented with dizziness and bradycardia approximately 5 days post implant. During the in office evaluation, no heart rate changes were observed during magnet application and no dislodgement observed on x-ray; however, there was loss of capture even when amplitudes were increased for evaluation. Given the condition of the patient and the physician suspecting a product malfunction, it was decided to explant and replace the lead. The lead is expected to be returned for analysis.